Manufacturer narrative:
Device not returned to manufacturer

Event description:
A customer in (B)(6) contacted biomérieux to report a misidentification of pseudomonas aeruginosa as burkholderia in association with the vitek® 2 gram-negative (gn) identification (ID) test kit. The customer did not perform retest via vitek® 2. The accepted result was obtained via api® test strip. The customer stated that no incorrect results were reported to the treating physician; there was no impact to the patient due to the discrepant results. Culture submittal has been requested by biomérieux for internal investigation. However, the customer stated that neither the strains nor raw test data are available for submission to biomérieux for investigation. Biomérieux investigation has been initiated.

Manufacturer narrative:
This report was initially submitted following notification that a customer in the (B)(6) informed biomérieux of a misidentification of pseudomonas aeruginosa as burkholderia when using the vitek® 2 gram-negative (gn) identification (ID) test kit ( ref 21341, lot #2410118103). Identification was confirmed by using api 20e. No repeat testing was performed. Customer strains and data were not available for submittal. Without the isolates, the issue could not be confirmed. A lab report was submitted for the misidentification. The lab report showed an acceptable identification of b. Cepacia group. There were 7 atypical positive reactions (larl, dcel, ple, ure, dsor, sac, dtag) for an identification of p. Aeruginosa according to the gn knowledge base. An increased number of atypical positive reactions can indicate contamination, mixed culture, use of non-recommended media or other user set up errors or an atypical strain. In comparing both lab reports submitted by this customer, there were many similar atypical positive reactions which would indicate that some type of contamination was most likely. However, without the strain or raw data, it was not possible to further evaluate the cause of the misidentification. Vitek® 2 gn ID, lot# 2410118103 met final qc release criteria. There were no issues observed on the initial qc performance testing.